Manufacturer narrative:
G3: a correction to the initial is being made. The aware date noted in g3 should be 30aug2021. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was less than 1 year old when the event occurred. Based on the results of the investigation, the cause of the event is unknown. Olympus recommended replacing damaged parts of the device. The customer declined repairs, the device was returned without repair. Olympus will continue to monitor.

Manufacturer narrative:
The leak tester was returned to the service center for evaluation. The customer¿s complaint of an ac inlet at the rear was damaged with broken pieces. In addition, the plastic cap to the uni¿s power switch was torn. The air pressure fluctuated due to worn out connector socket and air joint. The (4) four suction feet located at the bottom of the unit were found to have weak suction force. Scratches were noted at the top of the unit and the bracket holding the air pump unit had corrosion on the inside. No other abnormalities were noted. The cause of the physical damage to the unit cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during reprocessing the back of the plug to the leak tester was recessed and could not be plugged in. There was no patient involvement.